Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and offline in remote support service. A field service engineer found the station was unable to power on and identified internal pyxibus cables on auxiliary 1 shorting against the cabinet at drawer position 5, replaced the damaged cable and verified that the station powered on successfully, completed the boot process, and functioned properly during diagnostics testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was black and unresponsive, despite all cables being properly connected. However, there were no delays or adverse events or injuries reported based on this event.